Event description:
Patient is experiencing pain and inflammation. Patient had revision.

Event description:
Patient is experiencing pain and inflammation. Patient had revision.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate stem. Additional information has been requested and if received, will be provided in the supplemental report. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.

Manufacturer narrative:
This event is a duplicate of per (B)(4). This event has been reported under MFR report for report #0002249697-2012-01250.